Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc5336500, model: sc-8336-50, serial: (B)(4), batch: 7070683.

Event description:
It was reported that the patient was not able to feel her legs immediately following the implant procedure. The patient underwent an explant procedure to remove the device. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient was not able to feel her legs immediately following the implant procedure. The patient underwent an explant procedure to remove the device. No further information has been obtained despite good faith efforts. Additional information received that the reported event was not related to the device.